Event description:
On (B)(6) 2011, customer reported that the cx9 instrument was generating reagent probe up/down errors, and liquid was seen on reagent probe drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that when the probe was lowered into the cartridge it did not have enough slack in tubing and would error. Fse pulled tubing through to give more slack and tightened tubing clamp so tubing did not move. Fse verified alignments and customer ran the instrument without error.

Manufacturer narrative:
(B)(4).